Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. No programming changes were performed and the patient continued to be monitored. The patient was stable throughout.